Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2021, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-mar-2025, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 03-mar-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that there was a small amount of discharge from incision in the patient's mid-back. The physician reported that they have tried antibiotics, but that the wound is continuing to leak intermittently. The plan is to complete a wound washout on (B)(6) 2021. Impedances and lead connectivity were normal, and the patient reports good pain relief from the stimulator.